Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable thyroid results for one patient from the cobas e 801 module. This medwatch is for ft4 iii. Refer to the medwatch with patient identifier (B)(6) for the tsh assay. The sample was submitted for investigation and was tested on a cobas e 801 module and an abbott architect analyzer. There was no allegation of an adverse event.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined. Based on the provided data, a general reagent issue can be excluded. The observed differences in ft4 values with the different platforms are most likely due to the fact that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used.